Event description:
Boston scientific received info that this right ventricular lead was found to have perforated the ventricle as confirmed with an echocardiogram. The lead was explanted. During the lead revision procedure, the 4137 lead was attempted; however, rapid release of the helix was observed on the eleventh rotation. The lead was explanted and a new lead was successfully implanted.